Event description:
Boston scientific received information that patient, implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in for a procedure to revise another manufacturer's left ventricular (lv) lead. During the dissection process, both the atrial and right ventricular (rv) defibrillation leads were damaged due to significant manipulation to free the leads from built up scar tissue. The atrial lead was unable to pace and was considered fractured. The rv defibrillation lead's pacing impedances and threshold measurements increased and shock impedances high and out of range. The lv port on the device was plugged and tachy therapy was turned off. The patient's pocket was closed and a lead extraction and epicardial lv lead placement procedure will be scheduled. The patient is not pacemaker dependent and no adverse patient effects were reported. The patient will continue to be monitored until the next procedure is scheduled.

Manufacturer narrative:
The rv defibrillation lead remains in service at this time, with tachy therapy turned off. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Two days later, a revision procedure took place to implant another manufacturer's new epicardial lv lead and rv defibrillation lead. It was unspecified if this rv defibrillation lead was explanted or surgically abandoned and this information is unable to be obtained from the local sales representative. Should any further information become available, this report will be updated.